Event description:
A report was received that following a laminectomy and lead placement procedure, the patient was experiencing pressure and pain in the cervical region. It was also noted that there was fluid in the said location. The physician drained the fluid and was doing well after the procedure.